Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hta procerva procedure set was used in an hydrothermablation (hta) procedure on a female patient over 18 years. (Patient identifier, age, and weight are unknown). According to the complainant, at the end of the procedure a "red mark" was observed on the upper left, anterior portion of the patient's leg. The patient required no treatment and was reported to be "fine" at the conclusion of the procedure. Additional follow up from the clinician stated the redness had subsided before the patient was released, confirming no further treatment was required and noting the minor burn to be "less than a first degree" in nature.